Event description:
Sorin group (B)(4) rec'd a report that the s3 roller pump stopped during installation. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is file on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the s3 roller pump stopped during installation. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.